Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly while plugged in to charge. The customer's blood glucose level was 244 mg/dl. The customer reconnected the pump to a power source and the pump turned on. Reportedly, the customer resumed insulin.